Event description:
It was reported that a patient experienced an infection coincident with peritoneal dialysis (pd) therapy. On an unknown date, the patient went to the pd unit in order to check the oozing exit site. The next morning the patient experienced horrible pain. The patient was in and out of the hospital on unknown dates. The cause of an infection was unknown. On an unreported date, the patient was treated with unspecified antibiotics (dose, route and frequency not reported). The patient had not recovered. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that leading up to the peritonitis the patient had experienced signs of irritation around their catheter site. The patient did not require hospitalization and was treated for 8 days with unspecified antibiotics for the peritonitis. The patient was thought to be recovered from the event but again experienced severe stomach pain and was diagnosed with peritonitis a few weeks later. The patient was not hospitalized for the recurrent episode of peritonitis. The patient was treated for the event with unspecified antibiotics for 21 days. During this time, the patient was hospitalized for an unrelated event and later passed away. The cause of death was reported to be due to fluid in the lungs and a lung infection. It was unknown if the patient had recovered from the peritonitis prior to death. Therapy was discontinued the day before the patient passed away. It was not reported if an autopsy was performed. No additional information is available at this time. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Upon further investigation, it was discovered that a trend was incorrectly reported in the initial emdr report (1416980-2014-04321). Baxter conducted a trend review for similar reports and found no trend for the reported problem. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of event: the patient experienced peritonitis on an unreported date. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.  Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.